Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a temperature alarm while outside in 80 degree weather. The customer put the pump in a cool area and after approximately 30 minutes, the alarm did not clear. The customer's blood glucose (bg) level was 58 mg/dl and glucose tablets were consumed. The customer reported that the low bg was due to working outdoors. The bg elevated to 91 mg/dl. Insulin injections were to be used for insulin therapy.